Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead did exhibit less than 200 ohms pace impedance. Isometrics produced noise on the rate/sense channel. The patient had presented to the hospital emergency room due to inappropriate shock. This patient had received no follow up since implant. There were no reported advers patient effects associated with these clinical observations.

Manufacturer narrative:
A lead revision procedure was imminent. If new information becomes available, this report will be further evaluated and updated.